Manufacturer narrative:
Pass displacement test. Device received a33 alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test due to a33 alarm. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner, broken belt clip slot, cracked case and stained end cap sticker. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that insulin pump had compromised force sensor system alarm. Customer stated that drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.